Manufacturer narrative:
(B)(4).

Event description:
Information received from a manufacturer representative regarding a patient receiving fentanyl (25mg/ml at 10mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and chronic low back pain. It was reported that there was a motor stall that had occurred and was seen at initial interrogation. The patient had not had a recent MRI nor were they exposed to magnets. The patient was experiencing symptoms of withdrawal. On (B)(6) 2015 the patient called and reported that the pump had started to alarm again. The patient was given oral medication but was still going through withdrawal symptoms. There were no troubleshooting or interventions reported. In addition, the patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.